Event description:
The user facility reported a failed diagnostic cycle and a leaking lid. The customer reported a few blankets were used to soak up the water. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived on site, and saw no water or towels on the floor. He inspected the cycle tapes, and found the previous cycle had faulted for "concentration monitor". He initiated a diagnostic cycle, and observed water drip out from between the lid and the chamber. He inspected the unit and found check valve ck1 was stuck in a closed position. The technician replaced the ck1 check valve, ran two diagnostic cycles and observed the facility staff as they ran a processing cycle. The unit was found to be operational, and was returned to service. The cause of the leak and the failed diagnostic cycle is attributable to the stuck ck1 check valve. A closed ck1 check valve creates a pressure condition inside the chamber causing water to push past the seal created between the top of the tray and the lid seal. As a result, water remains in the chamber causing a differential reading in conductivity that does not meet the criteria for a completed cycle.